Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported a patient's right ventricular lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.